Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient hadn't been using or charging the ins for a long time as they didn't need it as much anymore. The patient went to charge around (B)(6) 2017 and noticed it didn't work. They went to their healthcare provider's office to discuss removal and they were not interested in jumpstarting their battery. The representative attempted to read their ins and it appeared to be overdischarged- they tried to interrogate the device and couldn't. They stated that the battery was maybe aggravating their left hip pain too so they really wanted it taken out. Their doctor agreed to schedule them for removal but said they would leave the leads in. Surgical intervention was planned. No further complications reported.